Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of a break in aseptic technique, peritonitis and leakage of pd fluid from the g-tube site in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced a break in aseptic technique further described as improper hand washing. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient was recovering and discharged from the hospital. On (B)(6) 2011, the patient, his family and home health nurse were retrained on proper hand washing and aseptic technique. The event of break in aseptic technique was considered resolved. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient's pd catheter was removed, and a new catheter and a g-tube were placed. On (B)(6) 2011, dianeal therapy was interrupted due to leakage of pd fluid from g-tube site. On (B)(6) 2011, dianeal therapy resumed. The outcome for the event of leakage of pd fluid from the g-tube site was not reported. Treatment information was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering. An opinion of causality was not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f08064, h11g25033, h11e09049, h11g12049 and h11g12049 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.